Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was 525 mg/dl before going to bed one night. The customer changed his infusion set and his blood glucose level came down. The patient's current blood glucose is 222 mg/dl, which is a good number for the customer since his blood glucose has been higher since beginning insulin pump therapy. The mother did not believe that the high blood glucose has been insulin pump related, but the customer was unable to wear the infusion sets longer than two days; the customer's skin begins to get irritated and his blood glucose increases. No products were returned or replaced.